Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis monofocal intraocular lens (model pcb00, +26.5 diopter) was removed from the eye after insertion due to a capsular tear. Additional information was received and it was learnt that the doctor had to perform a vitrectomy and an incision enlargement was required. The replacement lens was a non-amo intraocular lens. No other medical or surgical intervention was required and the patient was doing good when discharged. No further information was provided.

Manufacturer narrative:
Device available for evaluation - yes, returned to manufacturer on 1/16/2018. Device returned to manufacturer - yes. Device evaluation: the sample was evaluated. The plunger was fully advanced and locked as the device preparation required. There was no damage in the plunger tip; nor damage in the device assembly. The cartridge was correct and no stress marks or damage were seen after the deployment of the lens. No viscoelastic residue was observed inside the cartridge. The lens was received out of the device cut in two pieces. No damage on the haptics were observed. There was no damage identified in the device that may have caused the reported capsule tear. The customer's reported event could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.